Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the patient was experiencing electrical jolts and a headache with the stimulation on. Impedances are noted below. No further complications were reported as a result of this event. Hemisphere left amplitude: 0.70 c <&> 0 4093 0 <&> 2 2299 c <&> 1 2454 0 <&> 3 3016 c <&> 2 880 1 <&> 2 2009 c <&> 3 921 1 <&> 3 2613 0 <&> 1 2413 2 <&> 3 949.